Manufacturer narrative:
The menu button does not respond. There are particles of plastic inside the housing of the menu button. These particles temporarily isolate the area of contact inside the button housing.

Event description:
Patient reported the menu button on the infusion device does not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.